Event description:
It was reported by the affiliate that during a low anterior resection there was leakage during the leak test from the anterior wall. The surgeon suspected staple malformation from anterior wall. He could not confirm staple line, since it was too deep. There was no pt consequence.